Event description:
While using the stryker drill bit on the cranial bone after being removed from patient, the upper one inch of the drill bit broke. All items were obtained to be given to biomed. No patient harm was observed, as drill was not used on patient at the time of break.